Event description:
A report was received that a patient was given trigger point injections due to secondary myofascial pain in the lumbosacral spine because of the stimulator. The patient is scheduled to be explanted.

Event description:
A report was received that a patient was given trigger point injections due to secondary myofascial pain in the lumbosacral spine because of the stimulator. The patient is scheduled to be explanted.

Manufacturer narrative:
Additional information was revealed that the patient had passed away. The patient was not explanted prior to passing away. The physician said there was no relation between the device and the patient's death.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.